Event description:
Gambro was notified of a critically ill patient that experienced a cardiac arrest approximately ten minutes into a hemodialysis treatment. The patient was successfully resuscitated; however, expired later the same day. Minimal information was available secondary to the time elapsed between the date of the event, and the date gambro was notified. According to the nurse manager, there was no reason to believe that any equipment or products caused or contributed to this event. The cartridge blood tubing set was discarded by the facility. The machine was not inspected at the time of the event.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and lot number could not be provided by facility. The medical staff does not believe that any gambro device caused this event.